Manufacturer narrative:
Reference: (B)(4). Concomitant medical device - catalog number: unknown, unknown orthopediatrics locking screw, lot number: unknown. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2017-00028.

Event description:
It was reported that following a proximal femoral osteotomy procedure, the patient was revised due to locking screws backing out of the bone. It was noted that during pre-operative planning the surgeon intended to use a 110 degree plate. After the initial cuts were made and bone prepped for a 110 degree plate, he decided to implant a 90 degree plate to achieve more correction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part and lot number of devices involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.